Event description:
It was reported that the pump touchscreen was scratched, affecting the customer's ability to interact with the pump. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.